Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient has been complaining of pain in her right knee. Nothing could be seen on the x-ray, therefore it was decided by the surgeon to do an exploration with poly change. Revision triathlon was available. Right knee. The surgeon did find a large osteophyte on the lateral edge of the patella, which was removed.

Manufacturer narrative:
An event regarding revision to address osteophyte formation leading to exchange of a triathlon insert component was reported. The event was confirmed. Method and results: device evaluation and results: the returned insert shows evidence of mild pitting and burnishing on the bearing condyle surfaces with some some plastic deformation in the medial anterior and lateral posterior compartments. There is also some discolouration indicative of absorption of synovial fluid. The inferior surface shows impressions of the baseplate. Explantation damage was also visible on the returned device. Medical records received and evaluation: degenerative disease progress with osteophyte formation along patella. Liner removal for improved access to the knee was required to perform osteophyte removal, not related to any arthroplasty component. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -omplaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusion: it is reported that the patient had revision surgery to address osteophyte formation around the patella. Clinician review of the medical records provided indicated degenerative disease progress with osteophyte formation along patella. Liner removal for improved access to the knee was required to perform osteophyte removal, not related to any arthroplasty component. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient has been complaining of pain in her right knee. Nothing could be seen on the x-ray, therefore it was decided by the surgeon to do an exploration with poly change. Revision triathlon was available. Right knee. The surgeon did find a large osteophyte on the lateral edge of the patella, which was removed.